Event description:
The patient had bilateral peripheral nerve evaluation for frequency/urgency with normal acute responses and clinical improvement of her symptoms. After the test the patient experienced foot drop and difficulty walking after. The test leads were removed and the symptoms persisted and were still present at the time of this report. Emg conduction studies were pending. A CT scan showed a hematoma that was smaller than 1 cm in the pre-sacral area. Further information is being requested from the hcp.